Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit also had a cracked case at the display window corner, cracked lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up arrow is not working. The patient's blood glucose at the time of incident was over 200 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer also stated that there were pressure cracks on the reservoir and battery compartment coming inwards to the corner of the pump screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.